Event description:
It was reported that the patient received an echocardiogram which confirmed moderately reduced ventricular function.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure could not be conclusively determined through this evaluation. The account reported that the patient had an echocardiogram performed post-implantation which revealed moderately reduced right ventricular function. The account reported that the right ventricular failure was not a primary concern and the pump was functioning well. The patient remains ongoing on ventricular assist device (vad) support. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas IFU, rev. C, is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. No further information was provided. The manufacturer is closing the file on this event.